Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 twice, each time interrupting delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Interrupted firing stroke the long60a device was received for analysis with no visual non-conformances and with a ecr60g cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload and test reload were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened an closed without difficulties.

Event description:
It was reported that during an unknown procedure, in the four guns, following the first or second firing the trigger became very stiff and difficult to fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient.(B)(6).